Event description:
On (B)(6) 2022 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced stoma site was not healing well with redness with white / yellowish discharge. The diameter of the stoma was greater than when it was done. A neurologist diagnosed the patient with an infection in the stoma with purulent fluid outflow. On (B)(6) 2022, the patient went to a physician who did a culture of the stoma and prescribed 875 mg of oral amoxicillin and positon cream. On an unknown date, the patient reported an improvement.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.